Manufacturer narrative:
(B)(4).

Event description:
During an implant procedure, prior to contact with the patient, the device was interrogated and found to be in backup vvi mode. The device was replaced and the patient was stable.

Manufacturer narrative:
The device was received for evaluation and was still in its factory package. The device was interrogated and was in back up vvi (bvvi) mode. The cause of the bvvi was found to be a reset due to a parity error. The device passed all testing using automated test equipment. It was not possible to reproduce the reset and the cause of the parity error remains undetermined.